Event description:
Covidien received report from the USA that a pt has reported to her health care provider that during use of her custom tracheostomy tube the cuff has both spontaneously inflated and deflated during use. The pt reports that there was no syringe connected to the balloon when the event happened. The spontaneous inflation occurred during the day when the pt normally has the cuff deflated. The spontaneous deflation occurred at night when the pt normally has the trach cuff inflated for use with a ventilator. The ventilator alarm indicated low pressure, and she was able to reinflate the cuff. Pt did not report any desaturation, shortness of breath or respiratory distress as a result. Exact date of event is not known. Ventilator settings for pt at night are for intermittent mandatory ventilation with respiratory rate of 8 breaths per minute, tidal volume of 450 ml, inspiration time of 1.2, pressure support of 17, and positive end expiratory pressure of 5.

Manufacturer narrative:
Covidien requested return of device. Original packaging was discarded, and lot number was requested but unk. In the event that add'l info is obtained, a supplemental report will be issued. (B)(4).

Manufacturer narrative:
(B)(4). One sample of an adult specialized tracheostomy tube was received for evaluation. An inflation/deflation test was performed, using a syringe, 18cc of air was applied to the cuff. The cuff's pvt inflation system was observed to work as it was intended. The sample was left inflated for 18 hours then reviewed for deflation and inflation according to manufacturing specifications. No defects were observed. The sample was then checked at 24 hours and no defects were observed. No failure mode was observed in the received sample. Manufacturing controls were reviewed and all are effective to detect the reported failure mode. Information suggests the tube was used beyond the recommended 29 days of use.